Event description:
User laboratory notified immucor gti diagnostics that they used components from 2 lots of product during 3 testing runs. The mistake was identified during the third run which was aborted. The samples from this third run were repeated using kit components from one lot of product. The two prior runs, samples which resulted as positive were regarded as such and the blood products which the testing was performed on were discarded. Samples which originally resulted as negative were repeated using components from one lot of product. One sample which originally resulted as negative in turn resulted as positive. The blood product which the sample was from was able to be 'recalled' and it was destroyed. Immucor complaint number for report by customer was (B)(4) . No patient harm occurred. Regulatory reporting was not performed at the time of the event. This event was categorized as not requiring MDR reporting. A review of potential events during 2017 was performed in january 2018. At that time, it was identified that due to this being user incorrect performance of an assay leading to a false negative result, an MDR would be submitted. The product lots used were: 3004096a and 3004609a. The date of the event as experienced by the user laboratory is unknown.